Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, kinks are noticed in the av (arterial venous) loop, and these occurrences happen frequently. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; therefore no physical evaluation was performed. There have been reports of kinked tubing in other packs due to layering issues. Layering has been revised to avoid future kinking in packs, and no further issues have been found. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).